Event description:
The customer reported occlusion from an infusion set and/or reservoir. The customer claimed the problem occurred during a set change. The customer was advised to discontinue use of the related infusion set and reservoir and to return them for analysis and replacements. The customer's blood glucose value was 250 mg/dl. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.